Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient primed 87 units while attached to the pump. The patient realized that they made a mistake and began drinking pancake syrup. The reporter indicated that their blood glucose level dropped as low as 55 mg/dl. The patient indicated that they did not have any symptoms but they were aware that their blood glucose level could continue to drop. The patient was advised to have their spouse contact 911 or be taken to the nearest emergency room. This is being reported based on the indication that the patient was going be taken to the emergency room due to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.